Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be programmed to the order of the device's egm channels. No patient symptoms or additional information was reported.